Event description:
It was reported by the customer that the bd vacutainer® sodium fluoride potassium oxalate blood collection tubes are clotting. The samples were recollected, and there was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Lot number 6373696 was provided by the customer but is not a valid lot number for the provided material number.

Manufacturer narrative:
The following fields have been updated with additional information: d4. Medical device lot #: 3163696. D4. Medical device expiration date: 10/31/2024. H4. Device manufacture date: 06/12/2023. H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. 100 retention samples were inspected with no issues identified. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported by the customer that the bd vacutainer® sodium fluoride potassium oxalate blood collection tubes are clotting. The samples were recollected, and there was no report of patient impact.